Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood past the helix mechanism into the lumen of the lead, and the conductor coils and insulation were damaged 150 millimeters from the terminal pin due to suture tie down and removal. It was noted the helix could not be retracted, which was likely due to the dried blood in the lumen of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of increased thresholds or loss of capture and detailed analysis determined that the lead was electronically within specification.

Event description:
Boston scientific received information that this right ventricular lead displayed elevated threshold measurements and loss of capture. The lead tip had tissue on the end, therefore it was not repositioned. The lead was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--